Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that libre 3 plus sensors were paired to the libre 3 plus app instead of the ilet mobile app, resulting in the sensors being in use by another device and not available for ilet integration. Symptoms included no alerts or alarms. Outcomes included user education and guidance to contact the care team for assistance with obtaining appropriate sensors. Investigation included customer interview, troubleshooting, and education regarding correct sensor pairing workflow. Investigation of this case revealed improper setup and use, as the sensors must be paired to the ilet mobile app for proper operation; the device hardware was not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.